Event description:
It was reported that they received error code 5 during pre-op testing. When they were replacing the instrument, then noticed a vertical crack along the threaded grooves where the instrument attaches. The handpiece was also replaced and they were able to complete the case with no patient consequence.